Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for initial system implant. During the procedure, the ventricular lead would not attach. After multiple attempts, the lead was not used and another lead was used. The patient was stable post procedure.